Event description:
It was reported by the patients parent that the recorder is not giving them a clear picture of the rhythm. The cardiologist tells them the recordings have a lot of artifact oversensing and issues with patient's bundle branch block. The recorder remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.